Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records, the patient was revised to address osteolysis and pseudotumor right hip. Also reported mental confusion alleged due to hip issue. Operative note reported thickened and bulging capsule. Thick yellow amorphous pseudotumor, osteolysis around the acetabulum. There were visible columns of hard sclerotic bone into the cup traversing the osteolysis. Pseudotumor inside metal head, metallosis at the head/ neck junction and trunionosis. Lab result shows elevated metal ions. Doi: (B)(6) 2008, dor: (B)(6) 2021, right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as " my mother n. F. Is having her hip replaced (B)(6) 2021. Because she has issues with her depuy johnson & johnson hip put in (B)(6) 2008. I am her daughter (B)(6) and have poa. She is suffering from issues due to the hip. High cobalt and chromium levels in her blood stream which may have led to her memory issues, heart issue along with corrosion of bone and tissue muscle her doctor can explain better than I can, (B)(6). I have provided the original information of when she originally had hip replace in 2008, (B)(6). Long operative note - (B)(6) (m.d.) - (B)(6) 2008 12:00 am pdt. Preoperative diagnosis: severe right hip pain. Postoperative diagnosis: severe right hip pain due to complete collapse of the right femoral head. Surgical procedure: right total hip arthroplasty using the depuy total hip system. Stem was summit size 4 high offset. Cup was 50 asr cup. Head was 45 mm femoral head, cobalt chrome. Neck was minus-1 neck. (B)(6) (mrn: xxxxxxx) ¿ printed at (B)(6) 2021 10:38 am page 6 of 8. I would like to know what your company can do to compensate her for all we have been through, please respond as soon as possible.".